Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5284010. However, transmitter with serial number (B)(6) with lot number 5284010 was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the bin file was performed and reported allegation not found for serial number (B)(6) with lot number 5284010 within the investigation window. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. The reported event of transmitter failed/error/alert is reportable however reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.